Manufacturer narrative:
Approximate age of device - 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the patient was admitted to the hospital. There was concern for possible pump thrombosis due to an increase in lactate dehydrogenase (ldh) and occult blood in urine. A CT chest performed showed intact lvad without evidence of kinking or abnormality. Aggrastat intravenous(IV) and heparin was provided to the patient. On (B)(6) 2018, a CT angiogram was performed with negative result for kink and thrombus. The patient was started on tissue plasminogen activator (tpa) and ldh was down in the 300's at this time. The patient was stable, and continued being monitored. No pump exchange was planned for now. The manufacturer's technical service representative reviewed the submitted log files and observed a slight increase of power and flow and a slight decrease in average pi. No additional information was provided.

Manufacturer narrative:
Manufacturer's analysis conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of hemolysis and suspected thrombus could not be conclusively determined. The reported transient power elevations were confirmed per the evaluation of submitted log files; however, the cause for the power elevations could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.